Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26030 it was reported the patient underwent surgical intervention to implant two leads. During the procedure the patient experienced low oxygen levels and was intubated. The procedure was extended approximately an hour. The patient did not experience a headache or any other symptoms of a csf leak.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.